Event description:
Patient reported new batteries placed in pump but still indicating to replace batteries. Fresh batteries from store same day and issue not resolved. Patient switched to back up pump. Pump serial number (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? Yes, upon patient return. Did we replace product? Yes. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Did the patient experience missed doses/interruption in therapy? No. No further information provided.